Manufacturer narrative:
(B)(4). D10: cat#: 00875101336, lot#: 61287104, 36mm i.d. Size ll neutral liner. G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superolateral dislocation. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three months post-implantation, the patient underwent a hip revision due to repeated dislocations and to increase stability. Patient had dislocated five times. The liner was changed and stem version increased. Attempts have been made and no further information has been provided.